Event description:
It was reported the instrument was used during a laparoscopic cholecystectomy. It was reported the clip applier was fired and clips came out of jaws unformed. They were completely opened and continued to fall out. A couple clips did fall into the abdominal cavity and were retrieved by the surgeon laparoscopically. The first clip formed ok, but none after it. The clips were being applied to the cystic duct without tissue or instruments obstructing placement. A new clip applier was opened and worked fine. There was no consequence to the pt.